Event description:
It was reported that the patient presented to a postop check. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture. Dislodgement was confirmed with an x-ray. The lead was explanted and replaced. The patient was in stable condition.